Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a ventricular tachycardia episode that did not receive treatment. It was noted that the device did not treat due to the onset discriminator. The device remains in use. No patient complications have been reported as a result of this event.